Event description:
Patient reported her pod fell off and her bg reached 571 mg/dl. She was taken to the hospital at 11:30 pm and stayed for "almost 24 hours." Patient had ketones present and was vomiting. She was treated with IV fluids. The pod was discarded at the hospital.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess product condition to determine if any malfunction or defect occurred that may have caused or contributed to the patient's condition. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." The omnipod's website provides users with a resource guide that discusses, among other things, pod adhesion techniques and bonding products. This resource guide states, "everyone's skin is different - consult your hcp to determine where to begin and what options are best for you."